Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an increase in pain. The patient had a burning sensation with stimulation off but the burning sensation worsened with stimulation on. This had gotten worse the last month ((B)(6) 2018). Impedances were tested and showed the following results: 1 16858 ohms 2 23066 3 26365 4 22731 5 7109 6 23367 7 40k 8 10006 9 8004 10 40k 11 8048 12 9236 13 25301 14 40k 15 8219 ohms the patient used group b with program 1 with 13, 14, 15, 8-, 9- at 2.6 v and with program 2 with 8, 9, 10 at 3.8v. The patient was reprogrammed to use group c. Group c program 1 was 4.8v with 300 pulse-width and 60 hertz at 1790 ohms and 2.754 ma. Program 2 had 6.8v, 300 pulse-width and 60 hertz and 1345 ohms and 5.116 ma. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was the first person to inform them of the reported event. It was reported the reprogramming the patient to group c resolved the increased pain and worsened burning sensation. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.